Event description:
We hereby inform you of an adverse event that occurred on the following medical device: product name or description. Plastipak® syringe 50ml 3p lueur lock. Reference: (B)(4). Batch number: 2407026 event description: report of a leaking rubber gasket on the plunger of the syringe. Appearance of a cytotoxic leakage requiring the syringe to be discarded and the preparation restarted. No patient impact. Is the medical device available for return to the pharmacy? No. Is the medical device contaminated by a biological or cytotoxic liquid? Yes cytotoxic. Was there any impact on the patient? No.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A comprehensive examination of the history of syringe 50ml ll lot 2407026 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples were received for further evaluation, and upon visual inspection, none of the defects could be reproduced. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality, no issues were identified related to the reported event. Based on the information available, we are currently unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received for this device and the reported condition for any potential emerging trends.